Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml of bupivacaine at 1.603 mg/day and 10 mg/ml of dilaudid at 1.603 mg/day via an implantable pump non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that the patient felt overdosed following a refill appointment. The patient had a refill on (B)(6) 2017 and reportedly felt "different" once the drug had been inserted. The patient left the office and started driving home, but felt dizzy and pulled over. The patient reported feeling overdosed. The patient went to the hospital and was seen in the office the following day. The patient was reportedly doing better. The hcp stated that they would speak with the patient's primary managing physician and determine next steps, including the reviewed directions of aspirating from the reservoir to see if they get back what would be expected and reviewing the programming to make sure everything looked correct. Additional information was received on (B)(6) 2017 from the healthcare provider (hcp). It was reported that "all was normal". The patient's symptoms were reported as resolved. The patient's weight was provided as well. No further complications were reported.